Event description:
The customer reported receiving an error message. Immediately following, a posterior capsule tear occurred. An anterior vitrectomy was performed. Additional information received from the customer stated that there was no patient injury. The event occurred during phacoemulsification, and the occlusion bell did sound. No iol was implanted. The following cases were cancelled.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the complaint reported. The error log indicated tuning failure-open circuit error messages. Two phacoemulsification handpieces were tested: one passed functional testing, but the second one failed testing. The company service representative could not duplicate any aspiration problems. The system was tested and met all product specifications. The customer declined to send in the phacoemulsification handpiece that failed testing for further testing in house. A review of complaints for the last 36 months did not indicate adverse trends for the reported issue. A review of the service history for this system for the last 36 months did not indicate any additional, related reports nor did it indicate adverse trends for the reported issue.